Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead allegedly oversensed ventricular fibrillation. An invasive analysis was performed and the physician elected to replace the ICD. The transvenous defibrillation lead remains implanted. No further information is available at this time. This report will be updated when further information becomes available.